Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the devices caused 2nd degree burn on both corners of the mouth, one on the outside and the other was inside.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection and function testing identified no defects. It was reported that the devices caused tissue damage on both corners of the mouth, one on the outside and the other was inside. A related device issue could not be confirmed. The most likely root cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.